Manufacturer narrative:
All buttons functioning properly and no damage on the keypad assembly. No button error alarm. Inspected j2 connector on lcd and no unlock keypad connector. The device was received with a cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a button error. No blood glucose reading was given. Nothing further was reported.